Event description:
It was reported that during a case the device overheated. The procedure was completed successfully with a back unit. There was no medical intervention and no adverse consequences alleged with this event.